Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had adhesive residues on the outer shell that could not be removed. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube sticky, air-water cylinder, air water channel and distal end foreign material. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign material in the air-water cylinder and air water channel is known inherent risk of device. The most probable cause of foreign material in the connecting tube and distal end is cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.